Event description:
It was reported that the t:slim x2 pump battery failed to charge, accompanied by a power source alert identified as alert 07. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the customer to use a known working outlet for at least 30 minutes, after which the pump appeared to be charging successfully. Customer received guidance on power source alerts but declined further follow-up, opting to call back if more help was required.